Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had the under delivery of the insulin. Customer alleges the insulin pump. Customer¿s blood glucose level was 220 mg/dl at the time of the incident and the current blood glucose value of the customer was 220 mg/dl. The customer was treated with the insulin pump. On the basis of customer¿s report, the customer was alleging the insulin pump for under deliver of the insulin. The customer was assisted with the troubleshooting. The patient also reported that the very small size air bubbles were present along the tubing length. The insulin pump will not be returned for the analysis.